Manufacturer narrative:
Please void all reports associated with medwatch: 3010536692-2020-00486. There is no deficiency stated against this device. All reports submitted for this medwatch was created and submitted by accident. These reports should be voided.

Manufacturer narrative:
Investigation completed. Evaluation codes added.

Event description:
Allegedly, patient was revised due to aseptic loosening of prosthetic hip.medwatch number: mw5094811.